Event description:
The patient underwent the surgery with g3 nail. After surgery, the symptom of anemia was seen by the patient. Therefore the surgeon checked CT image. The surgeon found the false aneurysm in the damage part of the blood vessel (second case).

Manufacturer narrative:
The device will not be returned. Additional information was requested and if received will be provided on a supplemental report.